Event description:
It was reported that the right ventricular lead exhibited noise and high impedance via remote transmission. X-ray revealed that the lead was fractured. The lead was capped and replaced. The patient was fine post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information states that the lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Should have been (B)(6) 2015 rather than (B)(6) 2013. Final analysis found the outer coil fractured and compressed at 24.2 cm to 25.6 cm from the connector pin, due to clavicle crush damage.